Event description:
Toothbrush head that broke in mouth-oral-b power oral care refills [device breakage] case narrative: consumer reported via phone that toothbrush head that broke in mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.